Event description:
Fell and broke shoulder (left), (B)(6). Replaced rotor cuff. Have not been able to lift my left shoulder weakness in hand. The (B)(6) center, (B)(6). (B)(6). Replaced shoulder, can't raise my arm above my waist. Left hand and arm weak.